Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the problem analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
Note: this report pertains to the second of three speedband superview super 7 used in the same procedure. It was reported to boston scientific corporation that three speedband superview super 7 devices were used during an esophageal variceal ligation (evl) procedure performed on (B)(6) 2021. During the procedure, an attempt was made to deploy the first band; however, the third band was released first from the set and pulled under the first band. A second device was used and it was noticed that the suture was detached from the first band during preparation. Additionally, the third device also failed to deploy when tested during preparation. The procedure was completed with a fourth speedband superview super 7 device. It was reported that there was no difficulty experience when setting up the devices. Note: the photos submitted by the customer confirmed the bands failing to deploy and the suture detachment. There were no patient complications reported as a result of this event.